Manufacturer narrative:
Physio-control determined that root cause for the failure to boot up and operate normally was a heat sensitive ic, designator u8 on the user interface pcb assembly.

Event description:
According to the reporter, the device was used over the weekend for pacing a patient , when the monitor screen blanked then was unreadable. No adverse affects to the patient were reported as a result of the reported malfunction. Physio-control evaluated the device and observed that the display was blank. Physio replaced the user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. When physio further evaluated the replaced pcb assembly it was observed that the assembly would prevent a test mock-up device from booting up and operating normally.